Manufacturer narrative:
E1 - (initial reporter establishment name)- (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the screen became noisy during reprocessing involving an olympus colonovideoscope. There was no patient involvement.